Event description:
The mother of the pt called to report that her son received an e5 (technical inspection due) alert on his infusion device, but did not receive the a5 (technical inspection alert) message prior to receiving the e5. The mother was advised to contact her son's dr to get an alternate method of insulin delivery until the infusion device could be replaced. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested to be returned for eval.